Event description:
It was reported that approximately three-fourths of the one inch catheter broke off in the patient's vein upon removal from the arm. The doctor had to cut open the vein to retrieve the catheter.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. It was found to be use error. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.